Event description:
The clinician could recanalize the right sfa down to the poplitea. Caused by an dissection, he had to place a se stent in the distal sfa. After that he had a better flow in the lower limb and could see the problem behind, the stenosis in the p1 segment. He wanted to open it with an angiosculpt. He could pass the stenosis well. The dilatation ended with a good result. When he tried to pull the as back and out, he got stuck at the stent on the way back. With a couple of problems, in terms of moving the stent with the option of dislocating, he could get the catheter out.

Manufacturer narrative:
Upon f/u, it was clarified that the reported dissection occurred prior to the use of the angiosculpt device. (B)(6). The distal bond peel was observed during lab analysis of the returned catheter on 12/02/2010. This product problem was not reported by the customer. Eval summary: visual examination of the returned catheter found peeling of the distal bond material. However, there were no detached components of the distal bond material. Performance testing of the returned catheter resulted in the following observations at varying inflation pressures: uneven spacing between scoring element struts, slight folding of the taper end of the balloon, and no detachment or lifting of the scoring element ring attachment. Although the company is submitting this medwatch report for an observed distal bond peel, the company believes that distal bond peel is not reasonably likely to cause or contribute to a death or serious injury upon recurrence. The company recently submitted an MDR for a distal bond peel that resulted in a separation, which had occurred post-procedure (MDR #3005462046-2010-00009). Thus, in an abundance of caution, the company is submitting this MDR for an observed distal bond peel.